Event description:
Home health aide and pt's son placed pt in lift. Pt was moved away from bed to lower into wheelchair. Pt's lift came apart at s-hook and pt fell hitting her head and sacral area. 911 was called and pt was hospitalized with a concussion. She was also found to have an elevated wbc. It was discovered that she had a urinary tract infection. Pt was hospitalized for 6 days. There is no info available from the hosp coarse.